Manufacturer narrative:
Section: h3, h6: the device was returned for evaluation. A visual inspection of the returned device confirms the black tip of the device broke. The broken piece was not returned with the device. The actual offset impactor shows no damage to it. The device shows signs of significant wear and use. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms this case reports a tip breakage of an r3 offset shell impactor ¿with risk of remaining parts in the patient¿. It was communicated that no x-rays or other results available to confirm a retained foreign body. The root cause of the reported tip breakage could not be determined. The impactors are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported use of a backup instrument with a ¿non-significant¿ surgical delay could not be determined; however, possible retained foreign body micro-motion, migration, and/or local irritation/discomfort could not be ruled out. The patient was reportedly ¿not injured as a consequence¿. No further medical assessment can be rendered at this time. Should the product return for evaluation and the product evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a tip breakage of an r3 offset shell impactor ¿with risk of remaining parts in the patient¿. It was communicated that no x-rays or other results available to confirm a retained foreign body. The root cause of the reported tip breakage could not be determined. The impactors are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported use of a backup instrument with a ¿non-significant¿ surgical delay could not be determined; however, possible retained foreign body micro-motion, migration, and/or local irritation/discomfort could not be ruled out. The patient was reportedly ¿not injured as a consequence¿. No further medical assessment can be rendered at this time. Should the product return for evaluation and the product evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during hip replacement surgery, the black tip of a r3 offset shell impactor was broken, with risk of remaining parts in the patient. Surgery was performed, after a non-significant delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.